Manufacturer narrative:
(B)(4) refers to forward - firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the fiber was emitting energy at a decreased level and therefore no longer vaporizing efficiently. The procedure was initiated with another fiber (reference MFR number 2937094-2012-01242). The case was completed with an alternative surgical procedure. No patient or end user injury was reported.